Event description:
It was reported that the pta balloon would not deflate. The balloon catheter was difficult to remove through the sheath; therefore, the catheter and sheath were removed together as a single unit. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The device has been returned for evaluation. The investigation is currently underway.